Manufacturer narrative:
Concomitant medical products: 4472 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received ten shocks due to noise on the right ventricular (rv) lead. The rv lead also exhibited high and undefined pacing impedance. It was noted that the impedance had doubled overnight. A possible fracture was suspected. The rv lead was reprogrammed until the patient is sent for a lead revision procedure. At the lead revision procedure the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.